Event description:
The customer reported a contained leak from the modular chemistry (mc) probe of the unicel dxc 800 pro synchron system. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the collar waste valve on the modular chemistry (mc) probe was failing intermittently, causing wash solution to leak from the probe onto the sample tubes, ion selective electrodes (ise), and modular chemistries. The fse replaced the mc solenoid valve to resolve the issue and no further leaks were observed. (B)(4).